Manufacturer narrative:
(B)(4). The guide wire was returned for evaluation. The guide wire was shaped in the distal segment. Longitudinal, linear peeling of the ptfe coating was confirmed on the shaft at 50 - 70 cm from the proximal wire end. No other damage was observed on the returned guide wire. Referring to known similar events, an unused guide wire of the same product model was inserted into a metal inserter and made to contact the inserter edge in order to replicate the ptfe coating damage. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the investigation results, it was presumed that the ptfe coating was damaged by strong friction generated when a sharp edge of a concomitant device such as a metal inserter point contacted the wire shaft. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [precautions] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly; and, [malfunction and adverse effects] coming off of coating.

Event description:
It was reported that peeling of ptfe coating of an asahi chikai guide wire was noted during preparation for embolization of an aneurysm in the internal carotid artery. A new guide wire was used to perform the procedure. The embolization was successfully accomplished. There were no adverse patient effects associated with peeling of the ptfe coating.